Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and cycler set and the patient event of peritonitis. However, there is no documentation of a causal relationship between the peritonitis and the liberty select cycler or cycler set. Although there is no confirmed cause of the peritonitis and the pd effluent culture results were negative for growth, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this event. This patient had a recent administration of antibiotic use (within 30 days) which is a significant risk factor for culture-negative peritonitis. (Fahim et al, 2010) most cases of peritonitis are caused by touch contamination by the patient for which this patient has a recent history documented. Based on the available information and no allegation of a malfunction, deficiency or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 25/mar/2021, during a call with fresenius technical support, a peritoneal dialysis registered nurse [(pd)rn] for this female pd patient reported that the patient is currently being treated for peritonitis. It was also reported the patient will be returning to in-center hemodialysis. Additional information was obtained through follow-up with the pdrn. The patient reported a drain complication to fresenius technical support on 09/mar/2021 and subsequently contacted the pdrn to inform her of the call. The pdrn instructed the patient to come into the pd clinic that day to check the pd catheter. The pdrn had the patient do a manual drain and it was noted that the pd effluent was cloudy. The patient did not have any physical symptoms. The pd effluent was sent out for culture and the patient was initiated on intraperitoneal (ip) antibiotics with vancomycin (dose not provided) daily for 21 days. The patient was diagnosed with peritonitis. The culture resulted negative for growth; however, the white cell count was elevated with 43,734 (unknown units). The effluent was also cultured for fungus, but that culture was negative. The cause of the peritonitis was not confirmed. The patient did not report any cassette leak and could not recall any breach in aseptic technique. The patient does have a history of touch contamination during treatment set-up from the beginning of february 2021 (unknown date) which did not result in any adverse event or peritonitis diagnosis. The patient was prescribed oral prophylactic antibiotics for three days. The pdrn stated this patient was difficult to train on pd and the patient became very overwhelmed. It took several weeks for training and they initiated pd on the cycler earlier than planned as the patient was having unspecified issues with manual exchanges. After this peritonitis diagnosis it was determined the patient was not suited to complete pd therapy. The patient has permanently transitioned to in-center hemodialysis as of (B)(6) 2021. The patient will be re-cultured next week to ensure the peritonitis has cleared.